Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer alleges their joystick allegedly malfunctioned causing the unit to not stop. User allegedly fell out of the unit due to malfunction.

Event description:
Consumer alleges their joystick allegedly malfunctioned causing the unit to not stop. User allegedly fell out of the unit due to malfunction.

Manufacturer narrative:
Customer abuse.